Manufacturer narrative:
The customer was unable to provide any additional information for investigation. The investigation did not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
Na.

Event description:
The customer alleged that the bar-code label for 1 patient sample was read incorrectly by software version 06-02 on a cobas 6000 core unit ul configuration instrument. A patient sample with ID (B)(6) was run on the instrument automatically. The customer attempted to find the sample results the next day by searching via the backup view of the software using the patient name but no results were found. When viewing sample ID (B)(6) via the backup view the name was incorrect in the name field. The last name differed by a single character and the first name was entirely different. The correct first name starts with the letter c and the incorrect first name starts with the letter l. The incorrect name crossed over to the instrument manager but the correct name was in the laboratory information system (lis). The customer contacted the medical records (mr) department and there was no record of any patient having the name of the incorrect patient. The patient results were released by the mr number and no one outside of the laboratory was aware of the issue with the patient names. The name on the lis report was correct. The customer stated that they could find no evidence that someone made any changes in the lis or the patient registration information after the sample was loaded onto the instrument. No adverse event occurred. The customer stated there have been no new similar events.